Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed the device inner hose comes apart, coupling worn and bearing gets hot. The device was repaired and returned to customer on (B)(6) 2013.

Event description:
Customer reported air leaking from hose. This is report 1 of 1 for #com-(B)(4).